Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and button error. The customer¿s blood glucose level was unknown. The customer also reported that the buttons were harder to press than when new. The customer stated that the battery life was diminished and random unexplained no delivery alarm. The insulin pump has failed to notify of low battery. The customer declined troubleshooting. The device will not be returned for analysis.